Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6) ubd: 11-apr-2026, UDI#: (B)(4); implanted: (B)(6) 2023, product type lead; product ID: 977a275, serial/lot #: (B)(6) ubd: 11-apr-2026, UDI#: (B)(4); implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that lead exposure occurred. It was noted that the issue was resolved. No surgical intervention occurred or was planned. The patient was alive with no injury. Postherpetic neuralgia (phn) was noted as patient medical history. Additional information was received from the distributor. It was clarified that the lead exposure was that the electrodes were exposed, exposing the skin. It was unknown if the lead eroded through the patient's skin. The staff did not provide whether or not there was damage to the lead, what was done to resolve the issue, or if any further actions/interventions were planned.